Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Suspected cause was due to the customer¿s correction factor needing adjustments. Customer consumed carbohydrates to address bg. Customer updated the correction factor setting to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.